Event description:
It was reported that heaprin finished infusion and then switched over to keep vain open (kvo) with no alarms or indications. There was no patient harm.

Manufacturer narrative:
Correction : d10: concomitant med prod data.

Event description:
It was reported that heaprin finished infusion and then switched over to keep vain open (kvo) with no alarms or indications. There was no patient harm.

Manufacturer narrative:
Inspection: it was reported that heparin finished infusion and then switched over to keep vain open (kvo) with no alarms or indications. There was no patient harm. An external and internal inspection of the received pump module device s/n (B)(6) was performed. External inspection found that pump module (B)(6) was received with instrument seal intact. The right (male) iui was observed with corrosion. The left (female) iui was observed to be in good condition. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear is installed properly and did not interfere with the door operation. During internal inspection there was evidence of contamination at the male and female iui and recesses, under the membrane frame assembly and at the bottom of the rear and front case. Contamination was also found around the air in line sensor assembly and inside the ail housing. Log analysis results: the event log showed the system was powered on at 4:41:45 pm on (B)(6) 2021. The profile in use was identified as ¿core library¿. Drugid 562 (heparin) was confirmed by running a test infusion and selecting heparin as the medication to be infused. Event log was downloaded using asm to review the keystrokes and confirm the drugid. Based on the logs, at 6:32:50 pm on (B)(6) 2021 pump module received a remote IV of drugid 562, with a rate of 23ml/hr and a of vtbi=250ml. The rate was updated to 21ml/hr at 10:5:54 pm. The infusion complete and the pump module entered kvo (kvo=20ml/hr) at 6:53:37 am on (B)(6) 2021. The vtbi was update to 10ml at 7:00:36 am, the infusion was started at 7:00:50 am. Pump module registered the door open at 7:12:09 am, and it alarmed for check IV set at 7:12:18 am. The pump module alarmed occluded patient side several time throughout the programmed infusions, the infusions were restarted after every instance. The pump module is channeled off at 7:12:26 am. The total volumed infused was 256.36ml. A review of the system error logs showed no records associated to the reported incident. Test results: drugid 562 (heparin) was confirmed by running a test infusion and selecting heparin as the medication to be infused. Event log was downloaded using asm to review the keystrokes and confirm the drugid. A test infusion consisting of the observed infusion parameters found during the log review was programmed. The infusion completed successfully, the infusion went into kvo (kvo=20ml), kvo was displayed on the pcu screen and the pcu had an audible notification. Based on the test results, customer returned unit is operating as intended. Test method information: n/a. Device history review: a review of the device history record showed the device had a manufacture date of 27sep2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer report of heparin finished infusion and then switched over to keep vain open (kvo) with no alarms or indications was not determined. The customer¿s reported complaint that heparin finished infusion and then switched over to keep vain open (kvo) with no alarms or indications was not replicated. Based on the logs, the pcu event log shows pump module s/n (B)(6) was programmed to infuse heparin (drugid 562) at a rate of 23ml/hr (rate later changed to 21ml/hr) with a vtbi of 250ml at 6:32 pm on 11 march 2021 and ran until 6:53 am on 12 march 2021 when the infusion completed, and the infusion transitioned to kvo. The volume that was recorded as being infused during this period was 256.36ml. A review of the system error logs showed no records associated to the reported event. Functional testing of the returned device consisted of programming a test infusion using the parameters that were observed in the pcu event log. The infusion completed without any issues and transitioned into kvo. When kvo occurred, kvo was displayed on the pcu screen and accompanied by an audible notification. Based on the test results, the customer returned unit is operating as intended. The pump module was being used for treatment.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Although requested, patient information was not provided. The device has been received and an evaluation is pending.

Event description:
It was reported that heparin finished infusion and then switched over to keep vain open (kvo) with no alarms or indications. There was no patient harm.